Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: adhesive on the bending section cover or distal sheath rubber has a chip; venting connector of light guide connector is loose; venting connector of light guide connector is loose; due to damage on forceps elevator lever (surgical part), bending section cannot be fixed firmly; due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured; and due to damage on charging coupled device unit, the image has white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope, the image went black. The issue occurred during inspection for use. The procedure was therapeutic. The procedure was completed with replaced device. There were no reports of patient or user harm associated with this event.